Manufacturer narrative:
The biomedical engineer (bme) reported that the touch screen on the g7 bedside monitor stopped responding to touch. This occurred during a case, g7 was attached to an anesthesia cart. He said he received the call at about 2 pm. By the time he got up there, they had already rebooted the g7 and got the touch working again. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device. Bedside monitor. Model: bsm-1733a. Sn: (B)(6).

Event description:
The biomedical engineer (bme) reported that the touch screen on the g7 bedside monitor stopped responding to touch. This occurred during a case, g7 was attached to an anesthesia cart. He said he received the call at about 2 pm. By the time he got up there, they had already rebooted the g7 and got the touch working again. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the touch screen on the g7 bedside monitor stopped responding to touch. This occurred during a case, g7 was attached to an anesthesia cart. He said he received the call at about 2 pm. By the time he got up there, they had already rebooted the g7 and got the touch working again. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the touch screen on the g7 bedside monitor stopped responding to touch. This occurred during a case, g7 was attached to an anesthesia cart. He said he received the call at about 2 pm. By the time he got up there, they had already rebooted the g7 and got the touch working again. No patient harm was reported. Investigation conclusion: <investigation result> the submitted log data was reviewed, but no clear records related to the reported event were found. Therefore, the following is an assumption based on possible causes. <consideration on the touch screen unresponsiveness> possible causes for the touch screen not responding include the following: if unintended touch inputs (e.g., foreign objects on the screen or environmental noise) occur, such inputs may take priority, temporarily disabling valid touch operations by the user. In the bedside monitor logs, touch events are recorded only when "the same point is continuously touched for more than one minute." Therefore, if unintended touches occur for less than one minute, they are not logged, and normal finger touches may temporarily become unresponsive. If such unintended touch inputs occur repeatedly within a short period, the same phenomenon could also be observed. Based on these findings, it is presumed that the touch function temporarily stopped responding due to "unintended touch reactions shorter than one minute or repeated short unintended touches." <customer support recommendations> we propose the following actions in order of priority: 1. Touch panel recalibration there were no records of touch panel calibration in the past several months. Please recalibrate the touch panel first and observe whether the issue recurs. 2. Software update. In ver.02-35, an improvement was implemented that automatically resets the touch controller while maintaining monitoring when touch operation becomes unresponsive. Although its effect is limited for short unintended touches (<1 minute), it has been confirmed effective for cases where "the same point is touched continuously for 1 minute or longer." 3. Hardware repair consideration if the issue persists even after performing steps (1) and (2), please consider front-enclosure replacement repair. Additional device information: d10 concomitant medical device bedside monitor model: bsm-1733a. Sn: (B)(6). Additional information: b4 date of this report g3 date received by manufacturer g6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative